Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2019-07539.

Event description:
Reference manufacturer number: 1627487-2019-07539.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2019-07539. It was reported that a cerebrospinal fluid (csf) leak occurred during a trial procedure. The physician performed a blood patch during the procedure and it was subsequently aborted. The patient did experience symptoms of the csf leak.